Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The ffr link was selected for use in a percutaneous transluminal coronary angioplasty procedure. However, during preparation, the device would not start, and the power led was red and blinking. The procedure was not completed due to this event. There were no patient complications reported.